Manufacturer narrative:
The buddy lite has not been returned for investigation, nor has the serial number or lot number of the disposable set been provided. It was reported that the user was delivering blood through the buddy lite, utilizing a baxter sigma IV pump; however, the buddy lite is designed for gravity flow only. The operator's manual cautions the user: "the system should not be used with pressure infusers. Blood and fluid bags contain air. The set can vent large amounts of air from crystalloid, but with blood only small amounts of air can be vented." The manual also provides the following warning statement: "do not attempt to prime unit or subject the disposable to flow outside of the heater unit, as the disposable will be damaged." Belmont's clinical specialist has visited the user facility to provide additional training to the staff. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "user was delivering rbc at 60ml/hour through the buddy lite utilizing the baxter sigma IV pump on a broviac cathether. During the infusion, it was recognized that the pressure relief valve on the buddy lite disposable was leaking. The tubing was replaced, the infusion was continued, the flow rate was set at 50ml/hour and then was raised up to 60ml/hour again and the remainder of the 150ml of blood was delivered to the patient. At the very end of the delivery, the pressure relief valve leaked again. Charlene will visit the facility today to see how the buddy lite was/is utilized. The facility was looking to see if there is a way that the buddy lite can be utilized with an IV pump for blood delivery."